Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing. No resolution was performed. The patient condition was stable.

Event description:
New information received noted that a re-occurrence of pptwos was noted on the ICD.

Event description:
New information received noted that programming changes were performed to resolve the issue. There were no patient consequences reported.